Event description:
Same case as MDR: 2134265-2013-07826; 2134265-2013-07827. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, an ilab ultrasound imaging ssytem was used in conjunction with an atlantis sr pro imaging catheter to view the lesion. When the physician attempted to perform pullback via the touch panel, the motor drive unit was unable to perform automatic pullback. He rebooted the system and the issue was resolved and the physician was able to perform pullback using the control panel. However, the issue occurred again. The procedure was completed with another motor drive unit. No patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device does meet specifications for functional test. The device was received with a damage trigger boot. Secondarily, the image disappeared when the lemo cable is touched slightly. The root cause of this failure is a defective lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of not confirmed was assigned as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported failure. (B)(4).

Event description:
Same case as MDR: 2134265-2013-07826; 2134265-2013-07827. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter to view the lesion. When the physician attempted to perform pullback via the touch panel, the motor drive unit was unable to perform automatic pullback. He rebooted the system and the issue was resolved and the physician was able to perform pullback using the control panel. However, the issue occurred again. The procedure was completed with another motor drive unit. No patient complications reported and the patient's status is stable.